Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same patient/event as MFR# 9616680-2011-00425. The event involves a device that is not sold in the u.s., but a similar device is available in the u.s.

Event description:
Ms (B)(6), pharmacist at the hospital, reported that "during a surgery, the devices broke and metallic parts came off the devices."